Event description:
An erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the unicel dxl 800 access instrument. The accu tnl result was 1.79ng/ml. The result was reported out of the lab. One the next day, the customer collected a fresh sample from the pt and tested for accu tnl. The accu tni result was 0.02ng/ml. The customer then re-tested the pt original sample for accu tnl. The repeated accu tnl result was 0.04ng/ml. A corrected report has been issued. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.